Event description:
It was reported that following system implantation, the patient developed severe back pain. MRI confirmed an epidural hematoma. It is unknown which lead caused hematoma.

Manufacturer narrative:
Further information requested, not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005461.

Manufacturer narrative:
Based on the information provided a product problem was not identified. As a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.